Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was not determined that the system did not change the patient¿s status back to admitted and update the medications. A technical support specialist (tss) connected with the customer informed about the identified issues and corresponding findings. In pes, the patient¿s status continued to display as admitted for both the admission discharge transfer (adt) visit type and system (temporary patient). Upon review in settings, it was confirmed that the leave of absence return date had been updated, thereby ending the loa period. This update originated from the adt system, which successfully synchronized and resolved the discrepancy. The issue was confirmed as resolved and the customer acknowledged the explanation and approved closure of the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis server was not allowing to manually end patient leave of absence status and medicines could not be accessed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.